Event description:
The account alleged the head section of the bed is drifting down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.